Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. During evaluation the pump was able to rewind, load and prime successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.